Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to the user setting an item on top of the device, that repeatedly activated the on/off button, and depleted the device's internal hybrid layer capacitor (hlc) batteries. The device was destructively tested by physio-control.

Event description:
The customer contacted physio-control to report that their device's battery was not working. Upon initial evaluation, physio-control observed that the device would not remain powered on. In this state defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's battery was not working. Upon initial evaluation, physio-control observed that the device would not remain powered on. In this state defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.